Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record could not be reviewed because the part and lot numbers were not reported. The reported patient effects of occlusion and worsening claudication are listed in the supera instructions for use as known patient effects associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and implant date: estimated dates. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2016, an unk supera self expanding stent was implanted in a lesion in the mid superficial femoral artery. The procedure was concluded successfully with smooth flow and good drainage. In (B)(6) 2017, the patient represented with claudication and clinical analysis identified that there was no pulse in the tibial artery. Angiography confirmed that the supera stent was occluded and the patient was treated with medication. In (B)(6) 2018, the patient underwent a successful atherectomy procedure for the occluded supera stent and good flow was achieved. No additional information was provided.